Event description:
An ocd representative reported that a customer observed falsely reactive anti-hbc results for one patient sample. A false positive may lead to inappropriate physician action. There was no report of patient harm as a result of this event.